Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patients esophagus and still attached to the delivery system upon removal. A second attempt was done on the same event but it also failed to attach. It dropped on the back of the throat and a forceps device was used to retrieve it. No lubricant was used to facilitate the placement of the capsule.